Event description:
A (B)(6) distributor contacted zoll customer support to report that an unk (B)(6) patient's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation rear response button was unable to activate the monitor. The root cause for the defective rear response button switch was unable to be positively identified. No adverse event resulted from the defective rear response button switch. The pt received a replacement monitor.